Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with unexpected outcome in left eye more than two diopter sphere equivalent during cataract procedure.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per a service record opened. The system found to meet all cosmetic and performance standards per the service test procedure. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).